Event description:
Lead was not implanted because the tip of the lead was bent.

Manufacturer narrative:
(B)(4). Analysis of the lead model # 3389s-40 found that the lead was bent at the distal end. It was noted that the distal tip of the lead was bent at the #0 and 1 electrode sleeve.